Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to pacing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ra lead has be reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited dropped beats, mode switch and incorrect lead trends. The lead remains in use. No patient complications have been reported as a result of this event.